Event description:
It was reported that customer experienced occlusion alarms, including alarm 2 followed by alarm 26. There was no reported impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin, and no infusion set issues or recurring occlusions were reported, so technical support determined no further assistance was needed and closed case.